Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 corrected fields: a2, a4, a5, a6, b6, b7 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue in air water supply channel and white residue auxiliary water flow channel. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the image processing error was not determined, and the most probable cause of the white residue in the air water supply channel and auxiliary water flow channel was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
The customer reported an image processing error involving an olympus gastrointestinal videoscope. No patient injury was reported.

Manufacturer narrative:
The date of event is unknown. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.